Event description:
Paramedics arrived on scene and attempted to connect the device to the combination electrodes applied by the first responders. When the first shock was delivered, the operator reported seeing an arc at the electrode site. The pt's chest was shaved, new electrodes reapplied and treatment continued. The device was charged to administer a second shock, however allegedly would not discharge. The operator checked all electrode/cable connections and could not discern a reason for the failure to discharge. Reportedly after a few moments, the device successfully discharged energy to the pt. This sequence of events reportedly occurred twice more and then the device functioned properly for the remainder of the event. The pt was not resuscitated. However, the reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.